Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose level of 445 mg/dl. The customer¿s blood glucose was 213 mg/dl at the time of the incident. Customer stated that it started last night, her sugar was 213 mg/dl at 530 pm last night, she treated with some insulin. She checked her blood glucose in the morning and it was at 475 mg/dl. She took insulin. At 10 am her blood glucose went up to 488 mg/dl, then went up to 529 mg/dl and she was on her way to the hospital. She treated with saline in the hospital. The customer¿s current blood glucose was 256 mg/dl. The customer was in emergency room as a result of high blood glucose. The customer treated with insulin pump. Customer stated that she did not feel right and she felt dizzy. Customer was wearing the insulin pump at time of hospitalization. The drive support cap was normal. The customer also stated that the insulin was "squirting out" during the manual prime process. They were unable to exit the "preparing to prime" loop. The customer reported air bubbles were present at the top of reservoir. The approximate size of air bubble was almost as big as a pencil eraser. The customer¿s blood glucose was 255 mg/dl. The insulin pump and reservoir will not be returned for analysis.